Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the leg, which is off label usage of the device on (B)(6) 2025. On (B)(6) 2025, the patient experienced frequent urination and dehydration and the cgm device was showing low readings. The patient called an ambulance and was brought to the hospital. When a fingerstick was taken the cgm was reading 4.5 mmol/l, and the blood glucose reading was 27.0 mmol/l. The patient was injected 10 units of insulin and was given intravenous fluids. At the time of the report, which was the same day as the day of the event, the patient was still at the hospital. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.